Event description:
Pt had med-port inserted on 10/20/97. Returned to or for removal of malfunctioning med-port. Portion of catheter sheared off during removal. Transferred to another facility for removal of cath.